Event description:
As reported, disposable pressure transducer tubing was detached from the vamp during use on a patient. The user observed bleeding, approximately 50 to 100 ml. As soon as the disconnection occurred an alarm appeared on the monitor. The device was discarded by the hospital.

Manufacturer narrative:
The product was not returned for evaluation. A review of the manufacturing records indicated that the product met specification at the time of release. It remains unknown if any clinical factors may have contributed to the event. No actions will be taken at this time.